Manufacturer narrative:
A ge service rep performed an on site investigation. A system fuse was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.